Manufacturer narrative:
Estimated date of event a visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported difficulties cannot be determined; however, detachment of the device (shaft separation/break) may be attributed to several factors including, but are not limited to, catheter damage from manufacturing or kinks/bends from handling during preparation/use of the device. Kinks/bends to the shaft can lead to weakening of the stent delivery systems (sds) material such that subsequent application of force or further handling/manipulation can cause a separation. In addition, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory device support. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device interacted with the anatomy during advancement resulting in the reported failure to advance, ultimately causing the reported shaft separation; however, this cannot be confirmed. Further manipulation of the device during retraction likely contributed to the noted lifted / bent struts and stretched guide wire exit notch. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.25x15mm rx multi-link stent failed to cross due to anatomy. The distal shaft was noted as ruptured [separated]. Another multi-link was used to successfully complete the procedure. No additional information was provided.